Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was passed away. The cause of death was suicide. The customer was wearing the insulin pump at the time of death. The reported blood glucose reading 240 mg/dl. The reporter stated that the customer's blood glucose was a little high because she was getting sick. Nothing further was reported.